Manufacturer narrative:
The reported events were dislodgement, inadequate capture, r ¿ wave amplitude, and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed dislodgment, high capture thresholds, failure to retract the helix, and r wave amplitude variation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.